Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Update to section d1, d2a, d4. Install date of device was: sept-29-2018. Risk review: per (B)(4) rev 70 xltek eeg/psg risk analysis spreadsheet. Hazard ID (B)(4). Cause - invalid calculation, incorrectly scored events, or missed events by the signal detectors / analyzers in neuroworks / sleepworks. Effects (harm) -clinically insignificant -- no diagnosis or treatment made from analyzer results. The hazard identified has rba rating of negligible and is deemed broadly acceptable. These risks have been reviewed to determine if any further control measures may be implemented so as to further reduce the risk as far as possible. Risk outweighed by benefit of use of device. No related CAPA's. No further follow up action has been recorded or cross referenced for this complaint for at least 45 days. The service technician made multiple attempts to retrieve the adverse event questionnaire but received no response from the customer after several attempts. No unit has been returned and the customer has not called back for additional troubleshooting or to confirm this issue is ongoing. Review of customer's account found no additional related calls. Failure confirmed: no. Investigation result code: neuro sbu/product not returned.

Event description:
Natus received a user incident report concerning our product - trex hd headbox - report of "multiple instances of recording data lost during the device use. No injuries reported.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Reached out to the customer for further details.

Event description:
Natus received a user incident report concerning our product - trex hd headbox - report of "multiple instances of recording data lost during the device use. No injuries reported.